Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a positive result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.